Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 759.7 mcg/day. It was reported that the patient was admitted to the hospital (B)(6) 2020 for decreased level of consciousness. Caller states he does not manage the patient¿s pump, but is familiar with pumps and wants to check the pump logs. The caller was assisted in doing this. Discussed contacting the managing physician for more history and discussed checking for volume discrepancy as needed. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's pump was in eri and the patient was looking at their options for when eos occurs in august of 2020. The plastic surgeon and anesthesiologist stated they would not perform surgery on this patient, for they did not believe the patient would make it through the surgery. It was noted throughout the last year the patient had been in the hospital 2-3 times for sepsis, "wasted", showing low tolerance for itb therapy, becomes blue and short of breath when being transferred. The patient was extremely unstable and it was noted this came on within the last year or so. It was noted the patient was about 70-80 lbs and their abdomen could not support a pump right now. Tech service (tss) reviewed the permanent shut down option and caller states she plans to bring the patient in this week for the permanent shut down code. Tss discussed covering the patient with non-pump medications to off-set withdrawal symptoms, since caller states the patient cannot tolerate coming into t he clinic to slowly titrate the patient's dosing down. Tss emailed caller withdrawal emergency procedure guidelines in preparation, since caller was asking for dosing considerations. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.